Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using the device, the red suction button remained stuck in continuous suction mode. There were no consequences for the patient.

Manufacturer narrative:
The device was contaminated and was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: red suction button remained stuck. Probable root cause: 1. Severe shipping conditions, 2. Material/design error, 3. Damaged equipment, 4. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using the device, the red suction button remained stuck in continuous suction mode. There were no consequences for the patient.